Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to another meter as well as compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy started at 9am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿349mg/dl¿ with the subject meter and ¿47mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. In addition, the patient also obtained blood glucose results of ¿181, 167, 207, 466 and 347mg/dl¿ with the subject meter which the patient felt was higher than their feelings and/or normal results. This comparison does not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient does not take any medication in order to manage their diabetes and did not make any changes to their diabetes management regimen as a result of the alleged product issue. The patient informed the cca that 30 minutes later they developed the symptom of ¿shaking¿; a symptom which the patient self-treated at 9:30am by consuming additional food and/or drink. At the time of troubleshooting the cca noted the patient did not have control solution available to test on the subject meter. The unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.